Manufacturer narrative:
(B)(4). Application support manager (asm) discussed with surgeon the guidelines for making setting adjustments. Surgeon was going to increase the raster energy from .75 to .80 and the sidecut energy from .80 to .90 to help resolve the issue. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient presented with epithelial ingrowth and required a flap lift and rinse. There was no reported loss of bcva. Incident date is unknown.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.